Event description:
It was reported that during a rectum resection procedure, the device did not staple with no staples forming and staples found in the situs. They overstitched by hand to complete the procedure. No further information is available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.